Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the connection to the pressure-resistant tubing. The following information was provided by the initial reporter, translated from japanese: "this is a report about the leakage from the tubing connection. According to the customer report, the leakage was found around the connection to a pressure-resistant tubing."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 03-apr-2023. H6: investigation summary: bd received 75 sealed 22 gauge insyte autoguard blood control pro units from lot 2284604 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no visible damage or deformities to the returned units. Next, a water/air leak test was performed on each unit but no leakage was observed. Each unit passed testing and was found to be within product specifications. Additionally, three photos were provided for investigation but no signs of leakage or leaks were present in the provided photos. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter leaked from the connection to the pressure-resistant tubing. The following information was provided by the initial reporter, translated from japanese: "this is a report about the leakage from the tubing connection. According to the customer report, the leakage was found around the connection to a pressure-resistant tubing."